Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power up. Upon troubleshooting, fse found that ips and the m-cabinet tray power supply failed. Review of the system log files confirmed that communication with the generator was not possible. To resolve the issue, fse replaced the pdu fan tray and ips. The defective pdu fan tray was returned to philips for failure analysis and the cause of the failure was found to be a defective 24v power supply, which has been found electrically defective. After replacement of the pdu fan tray, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not power up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.